Event description:
The doctor reported the implant was removed due to implant fracture approximately 8 years and 7 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. No significant finding was observed during removal surgery. Bone augmentation material was used in implant placement surgery. There was no trauma history to the patient related to implant fracture. The patient has since recovered.